Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/25/2017 with the following findings: pump was returned with the bolus button cover missing- unable to test. Dim display- letters have a red hue. Cartridge compartment is cracked . Initial reporter: animas corporation. (B)(4).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment and dim display. This report is made based on the results of an investigation completed on 08/25/2017.